Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 (mg/dl). A soda was consumed to address low bg level. Reportedly, the customer thought their basal rate settings were too high. Recommendation was made to consult with their health care provider to discuss diabetes management.